Event description:
It was reported that a patient experienced deep yellow turbid effluent coincident with automated peritoneal dialysis (apd). Therapy. The cause of the event of deep yellow turbid effluent was unknown. It was unknown if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient had recovered from the event. The action taken with the dianeal therapy was not reported. Additional information was requested but is not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).